Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Nurse reports hole in catheter, leaking by the butterfly part of catheter.

Manufacturer narrative:
The returned sample had been shortened at the 21 cm marking. When flushing the catheter, the lumen with green hub was patent but the catheter was leaking at the 30 cm marking when using the orange hub. A microscopic examination showed a very tiny tear/cut (with a length of approx. 0,3 mm) within the end-marking (30 cm). This cut has been done with a sharp instrument. A common cause is that the catheter was accidentally cut during dressing change. This is not the typical damage for a pressure burst. This is the first complaint for batch no. 0122952 and the 3rd regarding a leaking code 4g07125223. As each catheter is leak and flow tested before packaging and all catheters worked well for 7 days, we can exclude a manufacturing defect.

Event description:
Nurse reports hole in catheter, leaking by the butterfly part of catheter.